Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that residual medication dose remained within the device that had not been delivered to the patient. The device had been filled with piperacillin/tazobactam 13.5g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation containing 84 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: date of birth ¿ was changed to dob (29/4/34) (previously not reported). D5: operator of device ¿ was changed to patient/consumer (previously reported. As ¿healthcare professional¿). Correction to b5: after the expected therapy time was completed, it was observed that approximately 25% of the medication dose remained within the device (previously, residual volume was not included). There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.